Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
On (B)(6) 2021, colon examination for the patient with pentax electronic gastroenteroscope, when reprocessing the scope, user found that the body of scope leaked. This event occurred at the time of reprocessing. There was no report of patient harm.